Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. The bladder rupture occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. Correction to d10. H4: the device was manufactured from june 5, 2020 - june 8, 2020. H10: the actual device was received for evaluation. A visual inspection on the sample via the naked eye was performed which did not show evidence of rupture from the bladder. A functional test was performed by filling the bladder with green color water. During and after fill, no evidence of rupture was observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.